Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited increase in threshold and decreased p-wave over time. The lead was capped and replaced. The patient's condition was stable post procedure.